Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implantable cardioverter defibrillator implant procedure, the patient was externally shocked multiple times for constant ventricular tachycardia. The patient was stable after the procedure. During the post-operation check on (B)(6) 2019, firmware was updated per possible high voltage circuit damage detection alert.